Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which instructs the user how to properly temporarily disconnect and reconnect to the set up. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) had a system error (se) 2240 (air in line) on the homechoice (hc) during drain 3 of 5, patient was connected. The home patient (hp) stated she disconnected during the dwell and forgot to press stop first. The technical service representative (tsr) assisted the hp to remove the cassette and reviewed the proper procedure with the hp as per the user manual. The hp stated she will do a manual in the morning to complete the therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.